Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence. Upon removal, a fluid leak in the balloon was identified. The patient had a good outcome.